Event description:
It was reported that the patient experienced shocking sensations when they would lie down. It was noted that the shocking has not occurred since (B)(6) 2012 because, the patient now turns the implantable neurostimulator (ins) down or off before lying down. It was also reported that the patient had coupling issues between their external recharger and ins. The use antenna locator feature result in a power-on-reset (por) message being displayed on the recharger which then led to a normal recharging screen. The por condition was cleared and the patient was able to recharger their ins. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Extension: model 7495-51, serial# (B)(4), implanted: 1998 (B)(6), explanted: na. Adaptor: accessory: model 74001, lot# n229799, implanted: 2010 (B)(6), explanted: na. Lead: model 3778-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Antenna: 37092 lot# 244080002, implanted: 2010 (B)(6), explanted: na. Lead: model 3587a, lot# l42250, implanted: 1997 (B)(6), explanted: na. (B)(4).